Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly. Unable to verify the motor error, no delivery, or off no power alarms or perform the displacement, basic occlusion, occlusion, prime, or no delivery tests due to the blank display. The motor passed the motor test. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed motor error while he was asleep, and a no delivery alarm followed thereafter. He stated that the insulin pump then had no power, and the battery went out. The customer's blood glucose was 349 mg/dl at the time of the motor error alarm, and it rose up to the 400 mg/dl range. He complained of thirst and frequent urination as symptoms of high blood glucose. The customer stated that the insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. He was advised that, in the future, he could troubleshoot for the no delivery alarm and no power issues, but the insulin pump would be replaced due to the motor error.